Event description:
A user facility registered nurse (rn) reported that a dialyzer leak occurred approximately five minutes after the initiation of a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The blood leak was reported to be external. There was a visible crack near the head of the dialyzer. The machine, a fresenius 2008t machine, did not alarm. The patient did not experience any blood loss. The cm stated it was only dialysate that leaked outside of the dialyzer. Since it was early in the treatment, the cm said the dialyzer was not filled with blood. There was no patient serious injury, nor was medical intervention required as a result of this event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation. No photos were available for review.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) in the production of this lot. The nc is unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer leak occurred approximately five minutes after the initiation of a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The blood leak was reported to be external. There was a visible crack near the head of the dialyzer. The machine, a fresenius 2008t machine, did not alarm. The patient did not experience any blood loss. The cm stated it was only dialysate that leaked outside of the dialyzer. Since it was early in the treatment, the cm said the dialyzer was not filled with blood. There was no patient serious injury, nor was medical intervention required as a result of this event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation. No photos were available for review.